Event description:
The following description of the event was copied from an e-mail from the distributor in another country. "During regular use in "volume control ventilation" of the avea, the patient has been disconnected from the avea for suction. The avea displayed the regular alarm "patient disconnected" and stopped the ventilation. Then, after the end of the suction procedure made by the nurse, the patient has been reconnected to the ventilator. The avea didn't restart conventional ventilation. The nurse and the doctor have been obliged to switch the ventilator off and on to reinitialized the avea and restart the ventilation. This manipulation took 2 minutes. Fortunately, no after effects on the patient has been described. But the doctor has been obliged to take in place a manual ventilation with a resuscitator balloon."

Manufacturer narrative:
A letter was sent to the user facility via e-mail requesting additional information concerning the reported event and the condition of the patient. As of the date of this report, there has been no response from the user facility. The user facility or the distributor did not submit a user facility/distributor report to the manufacturer.